Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to verify e70 in the alarm history due to motor error alarm. The insulin pump has cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated, they received a motor position encoder error alarm on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.